Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The rx promus 3.0 x 23 mm stent mentioned is being filed under a separate manufacturing report number. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2013 revascularization was performed on two promus stents that had previously been implanted. No additional information was provided.